Manufacturer narrative:
The root cause has been established through acumed's health hazard evaluation process. Acumed is taking appropriate actions to address this root cause. Additional reporting on this event will be provided as a follow up report if alternative information becomes available.

Event description:
It was reported: the surgeon broke the tip of the driver during the removal of the al2 plate. The surgeon is removing the plate and all screws from the patient. Details of the screws used are unknown.